Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Method: device work order search. Results: a device work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 25.0d preloaded injector on (B)(6) 2015. Prior to implantation, the lens became stuck in the cartridge of the injector. Lens was not implanted and there were no adverse events reported.